Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: extending into right cornu of uterus"), menorrhagia ("menorrhagia"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 48-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty in 2008, shoulder operation in 2009, pap smear abnormal, shoulder bursitis, chronic cystitis, gestational diabetes, hyperlipidemia, discopathy, morbid obesity, polycystic ovarian syndrome and vaginal papilloma. Concomitant products included calcium citrate, cetirizine hydrochloride, cholecalciferol (vitamin d3), cyanocobalamin, ferrous gluconate, fluticasone propionate (flonase), nitrofurantoin (macrodantin) and vitamins nos (multivitamins). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced eye swelling ("redness and swelling to both eyes requiring medication/ inflammation") and eye inflammation ("inflammation and eyes"). In 2008, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and alopecia ("hair loss"). In 2009, the patient experienced anxiety ("anxiety"), depression ("depression") and post-traumatic stress disorder ("ptsd"). In 2010, the patient experienced fatigue ("fatigue"), irritable bowel syndrome ("ibs") and vision blurred ("blurred vision") and was found to have weight increased ("weight gain"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal cyst ("vaginal cyst"), gastrointestinal pain ("intestinal pain") and abdominal pain lower ("lower abdominal pain"). In 2016, the patient experienced rash ("skin rashes/ rashes on arm") and was found to have skin papilloma ("warts on hands"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), unevaluable event ("abnormal growths"), genitourinary symptom ("genitourinary issues"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), ocular hyperaemia ("redness and swelling to both eyes requiring medication"), visual impairment ("decreased vision"), headache ("headache"), abdominal pain upper ("stomach pain") and abdominal distension ("bloating"). The patient was treated with surgery (ablation, salpingectomy (bilateral removal of fallopian tubes), surgery to repair hole in vaginal cuff and she had surgery to remove the essure on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device expulsion, menorrhagia, pelvic pain, unevaluable event, genitourinary symptom, anxiety, depression, infection, vaginal haemorrhage, cystitis, urinary tract infection, post-traumatic stress disorder, dysmenorrhoea, visual impairment, weight increased, alopecia, eye inflammation, vision blurred and abdominal pain upper outcome was unknown, the genital haemorrhage, ocular hyperaemia, eye swelling, irritable bowel syndrome, gastrointestinal pain and abdominal distension had resolved and the rash, skin papilloma, fatigue and vaginal cyst was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, anxiety, cystitis, depression, device expulsion, dysmenorrhoea, eye inflammation, eye swelling, fatigue, gastrointestinal pain, genital haemorrhage, genitourinary symptom, headache, infection, irritable bowel syndrome, menorrhagia, ocular hyperaemia, pelvic pain, post-traumatic stress disorder, rash, skin papilloma, unevaluable event, urinary tract infection, vaginal cyst, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-mar-2019: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), redness and swelling to both eyes requiring medication, bladder infection /utis, depression, anxiety, ptsd, skin rashes / warts, migration of essure device location of device: extending into right cornu of uterus, dysmenorrhea (cramping), pain, vision, decreased vision, fatigue, weight gain, ibs, vaginal cyst, hair loss were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), unevaluable event ("abnormal growths"), genitourinary symptom ("genitourinary issues"), anxiety ("anxiety"), depression ("depression"), genital haemorrhage ("abnormal bleeding") and infection ("infections"). The patient was treated with surgery (she had surgery to remove the essure on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, unevaluable event, genitourinary symptom, anxiety, depression, genital haemorrhage and infection outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, genitourinary symptom, infection, pelvic pain and unevaluable event to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.